Event description:
It was reported that following a device replacement procedure due to erosion, the right ventricular (rv) lead pacing impedance decreased out of the acceptable range (<200 ohms). Because the patient is not dependent upon rv pacing, the physician elected to continue with intensified remote and in-clinic follow ups to monitor lead performance. At this time, the rv lead remains implanted and in service and no adverse patient consequences were reported.